Event description:
It was reported that the down arrow button on the insulin pump does not respond. Customer was trying to program a bolus. It was stated that the blood glucose was high but value was not provided. Nothing further reported.